Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose level. Contact declined troubleshooting with tandem technical support. Reportedly, the customer reloaded the cartridge and resumed insulin delivery.